Event description:
It was reported when the patient presented in clinic for follow-up, the device had delivered appropriate therapy for a vt. Upon review of session records, the presence of pseudo-pseudo fusion was confirmed. Loss of capture of was also observed on the atrial lead. Programming changes were made. The patient was stable and will continue to be monitored.